Manufacturer narrative:
Findings: pump passed the displacement test. An alarm occurred during the basic occlusion test due to loose/protruded drive support disk. Pump received with loose drive support disk, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 182 mg/dl at the time of the incident. The customer mentioned that the drive support cap was protruded. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.